Event description:
The customer initially reported to olympus that the evis lucera bronchofibervideoscope had a leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: snake pipe coating peeling.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on connecting tube, water tightness was lost. In addition to the snake pipe coating peeling, the evaluation findings are as follows: the bending section cover was slack, due to wear of angle wire, bending angle in the "up" direction did not meet the standard value, due to a dent on the channel tube, forceps cannot be inserted smoothly, image guide bundle had significant breakages, the connecting tube had a dent, the universal cord had a dent, and an abnormal sound was made due to damage on angulation lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the likely cause of the coating peeling was stress of repeated use, external factors or handling; however, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.